Manufacturer narrative:
Additional information: a review of radiographic images shows mild degenerative scoliosis is noted with apices at l3 and t12 in these ap and lateral lumbar films. Scoliosis of this magnitude likely does not require surgical intervention in an older patient. Surgical construct applied included a segmental construct from t12 to s1. This stopped the construct at the thoracolumbar spine area and at the apex of the upper curve in an osteoporotic patient. Result was compression fracture due to anterior column load failure at t12. Scoliosis at t12 appears to be stable as the t12 endplate is level despite its anterior fracture. No revision has been performed.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.